Event description:
The customer reported that the unicel dxc 800 pro synchron system generated false high na (sodium) results. The results were reported outside of the lab. There was no impact to patient treatment. The physician questioned the results. The customer stated controls (qc) were run before and after this incident and the results were normal.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found a bubble in the sodium electrode. The fse replaced the sodium electrode to resolve the issue.